Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that cutter stopped cutting after it was put into use of patient¿s eye and iatrogenic perforation was experienced because the cutter aspirated while the cutter was not cutting and tip of the infusion cannula in the same pak was also bent during the cataract and vitrectomy combination surgery. The surgery was completed on same day by replacing the product. The current patient condition was unknown. This report pertains to infusion cannula involved in this reported event.

Manufacturer narrative:
Additional information provided in b.2., b.5. And h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information requested and received that iatrogenic perforation referring to retinal tear and its treated with laser irradiation. The current patient condition was unknown.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The opened infusion cannula in pak tray was visually inspected. The tip of infusion cannula was broken and slightly bent. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified, all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be conclusively determined when or where the damage occurred. The infusion cannula tip is manufactured by a supplier manufacturer and is assembled to the silicone tubing by manufacturing. We could not determine conclusively where and when the damage occurred. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. Before release from manufacturing, each final infusion cannula assembly must pass quality inspection confirming that the unit meets all product specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.